Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: fallopian tube to pelvis'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 29-year-old female patient who had essure (ess205) (batch no. 12265646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included body mass index normal, heart disease, unspecified and peripartum cardiomyopathy. Concurrent conditions included pain in leg, difficulty sleeping, decreased appetite, postpartum depression, unilateral carpal tunnel syndrome, iron deficiency anemia, anhedonia, shoulder pain, dysuria, vaginal itching, hot flashes, constipation, hemorrhoids, blood in stool, weight loss, diabetes, bipolar disorder, anxiety, uterine bleeding, flatulence, vaginal odor, post-traumatic stress disorder, bacterial vaginosis and chest pain. Concomitant products included antibiotics, carvedilol (coreg) since 2002, fluoxetine hydrochloride (prozac), furosemide (lasix), metronidazole (flagyl), olanzapine (zyprexa) and topiramate (topamax). On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2002, the patient experienced depression suicidal ("psychological or psychiatric problems condition: depression with suicidal tendencies"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On (B)(6) 2002, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 2 months after insertion of essure (ess205). In (B)(6) 2002, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2002, the patient was found to have weight increased ("weight gain/ loss (specify which one) gain imbalanced post essure implants") and experienced sleep disorder ("hormonal changes describe: sleep disturbances"). In (B)(6) 2003, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2004, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2006, the patient experienced seizure ("seizures"). On (B)(6) -2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), bipolar I disorder ("psychological or psychiatric problems condition: bipolar manic"), tooth disorder ("dental problems"), nervous system disorder ("neurological condition or problem type: unsure"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("chronic pelvic pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary disorder") and amnesia ("severe memory loss") and was found to have heart rate abnormal ("blood or heart disorder/condition type: issues with heart rate") and blood iron decreased ("extremely low iron"). The patient was treated with surgery (ablation and bilateral salpingectomy with hysteroscopy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, bipolar I disorder, depression suicidal, seizure, allergy to metals, abdominal pain, fatigue, weight increased, vaginal discharge, heart rate abnormal, tooth disorder, sleep disorder, urinary tract infection, nervous system disorder, dysmenorrhoea, amnesia and blood iron decreased outcome was unknown and the menorrhagia, vaginal haemorrhage, genital haemorrhage, migraine, dyspareunia, pelvic pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, allergy to metals, amnesia, bipolar I disorder, bladder disorder, blood iron decreased, depression suicidal, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heart rate abnormal, menorrhagia, migraine, nervous system disorder, pelvic pain, seizure, sleep disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: plaintiff fact sheet: new event severe memory loss and extremely low iron were added. Onset date of the event nickel allergy, fatigue and seizure were updated. Outcome of the event dyspareunia, vaginal haemorrhage, menorrhagia and depression suicidal updated from unknown to recovered. Reporter information was added. On 2-mar-2020: mr received: reporter was added, no new clinically significant information were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), genital haemorrhage ('general abnormal bleeding'), bipolar I disorder ('psychological or psychiatric problems condition: bipolar manic'), depression suicidal ('psychological or psychiatric problems condition: depression with suicidal tendencies') and seizure ('seizures') in a 29-year-old female patient who had essure (ess205) (batch no. 12265646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included body mass index normal, heart disease, unspecified and peripartum cardiomyopathy. Concurrent conditions included pain in leg, difficulty sleeping, decreased appetite, postpartum depression, unilateral carpal tunnel syndrome, iron deficiency anemia, anhedonia, shoulder pain, dysuria, vaginal itching, hot flashes, constipation, hemorrhoids, blood in stool, weight loss, diabetes, bipolar disorder, anxiety, uterine bleeding, flatulence, vaginal odor, post-traumatic stress disorder, bacterial vaginosis and chest pain. Concomitant products included antibiotics, carvedilol (coreg) since 2002, fluoxetine hydrochloride (prozac), furosemide (lasix), metronidazole (flagyl), olanzapine (zyprexa) and topiramate (topamax). On (B)(6) 2002, the patient had essure (ess205) inserted. On (B)(6) 2002, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 2 months after insertion of essure (ess205). In (B)(6) 2003, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2004, the patient experienced migraine ("migraines / headaches"). In 2006, the patient experienced seizure (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bipolar I disorder (seriousness criterion medically significant), depression suicidal (seriousness criterion medically significant), allergy to metals ("nickel allergy"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), sleep disorder ("hormonal changes describe: sleep disturbances"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), nervous system disorder ("neurological condition or problem type: unsure"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("chronic pelvic pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary disorder") and was found to have weight increased ("weight gain/ loss (specify which one) gain imbalanced post essure implants") and heart rate abnormal ("blood or heart disorder/condition type: issues with heart rate"). The patient was treated with surgery (ablation and bilateral salpingectomy with hysteroscopy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, bipolar I disorder, depression suicidal, seizure, allergy to metals, abdominal pain, migraine, fatigue, weight increased, vaginal discharge, heart rate abnormal, tooth disorder, dyspareunia, sleep disorder, urinary tract infection, nervous system disorder and dysmenorrhoea outcome was unknown and the genital haemorrhage, pelvic pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, allergy to metals, bipolar I disorder, bladder disorder, depression suicidal, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heart rate abnormal, menorrhagia, migraine, nervous system disorder, pelvic pain, seizure, sleep disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: seizure, dysmenorrhea, menorrhagia, fatigue, abdominal pain, vaginal bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: fallopian tube to pelvis'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 29-year-old female patient who had essure (ess205) (batch no. 12265646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included body mass index normal, heart disease, unspecified and peripartum cardiomyopathy. Concurrent conditions included pain in leg, difficulty sleeping, decreased appetite, postpartum depression, unilateral carpal tunnel syndrome, iron deficiency anemia, anhedonia, shoulder pain, dysuria, vaginal itching, hot flashes, constipation, hemorrhoids, blood in stool, weight loss, diabetes, bipolar disorder, anxiety, uterine bleeding, flatulence, vaginal odor, post-traumatic stress disorder, bacterial vaginosis and chest pain. Concomitant products included antibiotics, carvedilol (coreg) since 2002, fluoxetine hydrochloride (prozac), furosemide (lasix), metronidazole (flagyl), olanzapine (zyprexa) and topiramate (topamax). On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2002, the patient experienced depression suicidal ("psychological or psychiatric problems condition: depression with suicidal tendencies"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On (B)(6) 2002, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 2 months after insertion of essure (ess205). In (B)(6) 2002, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2002, the patient was found to have weight increased ("weight gain/ loss (specify which one) gain imbalanced post essure implants") and experienced sleep disorder ("hormonal changes describe: sleep disturbances"). In (B)(6) 2003, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2004, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2006, the patient experienced seizure ("seizures"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), bipolar I disorder ("psychological or psychiatric problems condition: bipolar manic"), tooth disorder ("dental problems"), nervous system disorder ("neurological condition or problem type: unsure"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("chronic pelvic pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary disorder") and amnesia ("severe memory loss") and was found to have heart rate abnormal ("blood or heart disorder/condition type: issues with heart rate") and blood iron decreased ("extremely low iron"). The patient was treated with surgery (ablation and bilateral salpingectomy with hysteroscopy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, bipolar I disorder, depression suicidal, seizure, allergy to metals, abdominal pain, fatigue, weight increased, vaginal discharge, heart rate abnormal, tooth disorder, sleep disorder, urinary tract infection, nervous system disorder, dysmenorrhoea, amnesia and blood iron decreased outcome was unknown and the menorrhagia, vaginal haemorrhage, genital haemorrhage, migraine, dyspareunia, pelvic pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, allergy to metals, amnesia, bipolar I disorder, bladder disorder, blood iron decreased, depression suicidal, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heart rate abnormal, menorrhagia, migraine, nervous system disorder, pelvic pain, seizure, sleep disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: plaintiff fact sheet: new event severe memory loss and extremely low iron were added. Onset date of the event nickel allergy, fatigue and seizure were updated. Outcome of the event dyspareunia, vaginal haemorrhage, menorrhagia and depression suicidal updated from unknown to recovered. Reporter information was added. On 2-mar-2020: mr received: reporter was added, no new clinically significant information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: fallopian tube to pelvis'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 29-year-old female patient who had essure (ess205) (batch no. 12265646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included body mass index normal, heart disease, unspecified and peripartum cardiomyopathy. Concurrent conditions included pain in leg, difficulty sleeping, decreased appetite, postpartum depression, unilateral carpal tunnel syndrome, iron deficiency anemia, anhedonia, shoulder pain, dysuria, vaginal itching, hot flashes, constipation, hemorrhoids, blood in stool, weight loss, diabetes, bipolar disorder, anxiety, uterine bleeding, flatulence, vaginal odor, post-traumatic stress disorder, bacterial vaginosis and chest pain. Concomitant products included antibiotics, carvedilol (coreg) since 2002, fluoxetine hydrochloride (prozac), furosemide (lasix), metronidazole (flagyl), olanzapine (zyprexa) and topiramate (topamax). On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2002, the patient experienced depression suicidal ("psychological or psychiatric problems condition: depression with suicidal tendencies"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On (B)(6) 2002, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 2 months after insertion of essure (ess205). In (B)(6) 2002, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2002, the patient was found to have weight increased ("weight gain/ loss (specify which one) gain imbalanced post essure implants") and experienced sleep disorder ("hormonal changes describe: sleep disturbances"). In (B)(6) 2003, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2004, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2006, the patient experienced seizure ("seizures"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), bipolar I disorder ("psychological or psychiatric problems condition: bipolar manic"), tooth disorder ("dental problems"), nervous system disorder ("neurological condition or problem type: unsure"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("chronic pelvic pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary disorder") and amnesia ("severe memory loss") and was found to have heart rate abnormal ("blood or heart disorder/condition type: issues with heart rate") and blood iron decreased ("extremely low iron"). The patient was treated with surgery (ablation and bilateral salpingectomy with hysteroscopy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, bipolar I disorder, depression suicidal, seizure, allergy to metals, abdominal pain, fatigue, weight increased, vaginal discharge, heart rate abnormal, tooth disorder, sleep disorder, urinary tract infection, nervous system disorder, dysmenorrhoea, amnesia and blood iron decreased outcome was unknown and the menorrhagia, vaginal haemorrhage, genital haemorrhage, migraine, dyspareunia, pelvic pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, allergy to metals, amnesia, bipolar I disorder, bladder disorder, blood iron decreased, depression suicidal, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heart rate abnormal, menorrhagia, migraine, nervous system disorder, pelvic pain, seizure, sleep disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Lot number:12265646, manufacture date: 2004-06, expiration date: 2005-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: fallopian tube to pelvis'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 29-year-old female patient who had essure (ess205) (batch no. 12265646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included body mass index normal, heart disease, unspecified and peripartum cardiomyopathy. Concurrent conditions included pain in leg, difficulty sleeping, decreased appetite, postpartum depression, unilateral carpal tunnel syndrome, iron deficiency anemia, anhedonia, shoulder pain, dysuria, vaginal itching, hot flashes, constipation, hemorrhoids, blood in stool, weight loss, diabetes, bipolar disorder, anxiety, uterine bleeding, flatulence, vaginal odor, post-traumatic stress disorder, bacterial vaginosis and chest pain. Concomitant products included antibiotics, carvedilol (coreg) since 2002, fluoxetine hydrochloride (prozac), furosemide (lasix), metronidazole (flagyl), olanzapine (zyprexa) and topiramate (topamax). On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2002, the patient experienced depression suicidal ("psychological or psychiatric problems condition: depression with suicidal tendencies"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On (B)(6) 2002, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 2 months after insertion of essure (ess205). In (B)(6) 2002, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2002, the patient was found to have weight increased ("weight gain/ loss (specify which one) gain imbalanced post essure implants") and experienced sleep disorder ("hormonal changes describe: sleep disturbances"). In (B)(6) 2003, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2004, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2006, the patient experienced seizure ("seizures"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), bipolar I disorder ("psychological or psychiatric problems condition: bipolar manic"), tooth disorder ("dental problems"), nervous system disorder ("neurological condition or problem type: unsure"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("chronic pelvic pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary disorder") and amnesia ("severe memory loss") and was found to have heart rate abnormal ("blood or heart disorder/condition type: issues with heart rate") and blood iron decreased ("extremely low iron"). The patient was treated with surgery (ablation and bilateral salpingectomy with hysteroscopy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, bipolar I disorder, depression suicidal, seizure, allergy to metals, abdominal pain, fatigue, weight increased, vaginal discharge, heart rate abnormal, tooth disorder, sleep disorder, urinary tract infection, nervous system disorder, dysmenorrhoea, amnesia and blood iron decreased outcome was unknown and the menorrhagia, vaginal haemorrhage, genital haemorrhage, migraine, dyspareunia, pelvic pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, allergy to metals, amnesia, bipolar I disorder, bladder disorder, blood iron decreased, depression suicidal, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heart rate abnormal, menorrhagia, migraine, nervous system disorder, pelvic pain, seizure, sleep disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: plaintiff fact sheet: new event severe memory loss and extremely low iron were added. Onset date of the event nickel allergy, fatigue and seizure were updated. Outcome of the event dyspareunia, vaginal haemorrhage, menorrhagia and depression suicidal updated from unknown to recovered. Reporter information was added. On 2-mar-2020: mr received: reporter was added, no new clinically significant information were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), genital haemorrhage ('general abnormal bleeding'), bipolar I disorder ('psychological or psychiatric problems condition: bipolar manic'), depression suicidal ('psychological or psychiatric problems condition: depression with suicidal tendencies') and seizure ('seizures') in a (B)(6) female patient who had essure (ess205) (batch no. 12265646) inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included body mass index normal, heart disease, unspecified and peripartum cardiomyopathy. Concurrent conditions included pain in leg, difficulty sleeping, decreased appetite, postpartum depression, unilateral carpal tunnel syndrome, iron deficiency anemia, anhedonia, shoulder pain, dysuria, vaginal itching, hot flashes, constipation, hemorrhoids, blood in stool, weight loss, diabetes, bipolar disorder, anxiety, uterine bleeding, flatulence, vaginal odor, post-traumatic stress disorder, bacterial vaginosis and chest pain. Concomitant products included antibiotics, carvedilol (coreg) since 2002, fluoxetine hydrochloride (prozac), furosemide (lasix), metronidazole (flagyl), olanzapine (zyprexa) and topiramate (topamax). On (B)(6) 2002, the patient had essure (ess205) inserted. On (B)(6) 2002, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 2 months after insertion of essure (ess205). In (B)(6) 2003, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2004, the patient experienced migraine ("migraines/headaches"). In 2006, the patient experienced seizure (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bipolar I disorder (seriousness criterion medically significant), depression suicidal (seriousness criterion medically significant), allergy to metals ("nickel allergy"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), sleep disorder ("hormonal changes describe: sleep disturbances"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), nervous system disorder ("neurological condition or problem type: unsure"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("chronic pelvic pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary disorder") and was found to have weight increased ("weight gain/ loss (specify which one) gain imbalanced post essure implants") and heart rate ("blood or heart disorder/condition type: issues with heart rate"). The patient was treated with surgery (ablation and bilateral salpingectomy with hysteroscopy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, bipolar I disorder, depression suicidal, seizure, allergy to metals, abdominal pain, migraine, fatigue, weight increased, vaginal discharge, heart rate, tooth disorder, dyspareunia, sleep disorder, urinary tract infection, nervous system disorder and dysmenorrhoea outcome was unknown and the genital haemorrhage, pelvic pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, allergy to metals, bipolar I disorder, bladder disorder, depression suicidal, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heart rate, menorrhagia, migraine, nervous system disorder, pelvic pain, seizure, sleep disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: seizure, dysmenorrhea, menorrhagia, fatigue, abdominal pain, vaginal bleeding". On (B)(6) 2019: plaintiff fact sheet and medical record was received. Event-injury was deleted device category changed from device other event to incident. Medically confirmed case. Lot number were added. Events added from pfs- migration of essure device location of device¸ nickel allergy, abdominal pain¸ abnormal bleeding (vaginal), abnormal bleeding (menorrhagia). Migraine headaches, fatigue, weight gain, vaginal discharge, issues with heart rate, dental problems, dyspareunia (painful sexual intercourse), sleep disturbances, urinary tract infection, neurological condition or problem type, bipolar manic, depression with suicidal tendencies, seizures, dysmenorrhea (cramping), she did not undergo confirmation test. Reporter information, medical history, concomitant drug, essure removal date, events onset date were added. On (B)(6) 2019: plaintiff fact sheet was received. Events added from pfs- chronic pelvic pain, general abnormal bleeding, bladder problems, urinary disorder. Events outcome were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.